Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated; the process validation shows that the device meets tensile requirements per iso (B)(4). Although the event is consistent with a device that has been exposed to forces beyond its intended design, without evaluation of the returned product we cannot determine with certainty what led to the alleged failure. Therefore, a conclusive root cause is unable to be determined. Per the health risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during the exchange of the sheath for a shorter one the hub came off causing unnecessary bleeding during a peripheral intervention procedure. The sheath was reportedly placed in the groin, a stiff angle glide wire was being used through the sheath and the separation occurred during removal. Reportedly "the facility exchanged the sheath to a new one to complete the procedure. The blood loss was minimal and brief bleeding. There was no adverse consequence to this event. " a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.